Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. Device evaluation: the evo-fc-10-11-8-b device of lot number c1608228 involved in this complaint was not returned therefore a document based review will be performed. Lab evaluation: n/a. Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-pc-10-11-8-b device of lot number c1608228 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1608228; upon review of complaints this failure mode has not occurred previously with this lot #c1608228. As per the japanese packaging insert supplied with the device complies with mhlw law no. 84 of 2013, usage of method, point 11, the user is instructed of the following: ¿when stent point-of-no-return has been passed, disconnect luer lock fitting to remove safety wire completely from delivery handle ." On review of the information provided, there is no evidence to suggest that the user did not follow the packaging insert in relation to the section detailed above. Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. A possible root cause could be attributed to compressive force experienced during deployment . The filler cannula to retrieval loop assembly joint could have broken early in the procedure when the compressive force is at its largest. The luer lock fitting (lock wire assembly) would have held retrieval loop assembly in position within the handle of the device during deployment which is why the stent was able to deploy ¿80% of the stent was deployed without any problem¿. Once the ¿the doctor disconnected the luer lock fitting and removed the safety wire¿ the retrieval loop assembly would no longer been held within the handle by the luer lock fitting. The compressive force experienced during deployment would now force the cannula section of the retrieval loop assembly out the back of the handle. Summary: according to the initial reporter, there have been no adverse effects to the patient reported. Complaint is confirmed as the failure was verified in the image (s). Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Ercp was performed with olympus's jf-260v. During insertion of the jf-260v to the duodenal, there were no problems. After cannulation with mtw's 0.035" cannula, cook's awg2-35-450-a was advanced to the desired position. Then bile was suctioned for cytology and the bile duct wall was observed by using ultrasound. After that a biopsy was performed by using boston scientific's radial jaw and est was performed by using olympus's clever cut 3v. There was a 6 to 7 cm stenosis in the distal bile duct(from the middle part to the lower part). Except that, the patient anatomy had no notable things. Before inserting evo-fc-10-11-8-b/lot c1608228 in the jf-260v, the doctor's assistant and the sales rep confirmed the directional button was fully pressed. Then the device was advanced over the wire guide and the doctor started deploying the stent. Under fluoroscopic view the doctor continued deploying the stent slowly. According to the sales rep, the sheath of evo-fc-10-11-8-b/lot c1608228 was in straight position and no twisting of the sheath was confirmed. 80% of the stent was deployed without any problem. When the red marker on top of the handle was at around the point-of-no-return mark, the doctor disconnected the luer lock fitting and removed the safety wire and attempted to continue deploying the stent but right after the safety wire removal, the doctor felt the trigger became hard. The doctor pulled the trigger 4 times and the trigger became harder and the doctor could hardly pull the trigger anymore. At this time, the red marker on top of the handle was at a little before the ! Mark. In order to check the function of the directional button, the user pushed the button to the other side and then pushed the button to opposite side again but the trigger was still hard. The doctor checked the handle and found a metal bar sticked out about 5cm from the handle(where luer lock fitting was connected) . The handle was apparently damaged but 80% of the stent was already deployed and recapturing of the stent was impossible so the doctor disassembled the handle and pulled the sheath by his hand. The stent was placed in the desired position and the procedure was completed. There have been no adverse effects to the patient reported.